Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The harvester stated that they could see "the insulation around the jaws was coming off and could see the wire getting hot in the tunnel." A replacement device was used to complete the procedure. No harm to the patient and nothing broke off and was required to be retrieved.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 02/15/2022. An investigation was conducted on 05/19/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. The heater wire was observed to be flexed away from the hot haw at the center due to normal clincial use. Blood was obseved on the cold insulation of the cold jaw. The clear silicone insulation was observed to be peeled away from the top of the cold jaw, exposing the metal portion of the cold jaw. The tip of the black shaft closest to the base of the jaws was observed to be peeled back. Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed as well as for the analyzed failure "peeled; shaft". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode.

Event description:
Related to 580964.